Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation.the user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported a revision surgery occurred due to the implants resorbing quickly and the patient developing an inflammatory reaction to the implants.